Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on 03-07-2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported. Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(6) b5: describe event or problem ¿ correction h2: additional information - correction h6: event problem and evaluation codes ¿ correction insertion site off-label

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the abdomen on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).